Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt reported that there was an insulin leak in the connection between the cartridge and infusion set tubing.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the cartridge was operating within required specifications.